Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the device mostly works, but sometimes they have a pain in the lower back below where the device is. Patient states doesn't think it's as effective as it used to be, and thinks the device has moved down a little bit because sometimes when they turn it on, they have to put it at a lower setting or they will have pain going down into their labia. Patient also mentioned that they use stimulator for incontinence and takes a lot of tylenol. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.